Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 359 mg/dl. Reportedly, the customer continued using the pump for insulin therapy, but also had manual injection available.